Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220300817 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "<patient information> sex: unknown. Disease name: 5.5×4.3×2.2mm of ruptured aneurysm in acom. Procedure: emergency tae for ruptured aneurysm. Micro catheter: phenom17/medtronic. Assist stent: unknown. Y connector: unknown. Used coils: unknown. <description> the physician opened another optima with same size. But it could not be placed desired position. The coil fell into the mother vessel and the physician gave up not only implantation of the coil but also further treatment since the ver got already got (B)(4) at that point. ((B)(4))." Update 12nov2023 - additional information received from the issuer: - did the implant coil fall into the mother vessel prior to a detachment attempt? (I.e., the implant coil was still attached to the delivery pusher). Yes. The event was observed before detachment and the physician could retrieve implant coil from the mother vessel. Strictly speaking it turned out that they was not positive that there was fallen implant coil. They said that in further interview "when the contrast showed that the last loop of implant appeared to protrude into the mother vessel, the ver was already sufficiently secured and clot formation started, so they decided to stop implanting the coil for safe." Incident report form submitted for this complaint indicates that no patient injury was sustained.